Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer will continue to use the current pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.